Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) operation manual gif/cf/pcf-190 series chapter 3 preparation and inspection reprocessing manual gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, gum stuck inside of the scope. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: updated production labels needed; instrument channel had a leak; scattered image; switch1 had holes, foreign material inside the forceps passage; angulation was low; control knob movement play and loose; distal end plastic cover had scratches; objective lens had worn glue and peeling on cement; light guide lens had worn glue, edge chip and peeling on cement; bending section cover or distal sheath rubber had a crack on the distal end plastic cover; insertion tube had buckles and minor scratches; and the light guide tube had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.